Event description:
Customer described that the mount wouldn't fit in the implant. Dr then completed the procedure with another implant successfully.

Manufacturer narrative:
The customer didn't complete the procedure with the subject device. Instead, the customer describes that the procedure was completed with another implant. During investigation of the returned implant, it was found that the internal thread wasn't present. Note: this implant event was previously reported in (B)(4) 2011 as a voluntary product recall. We are submitting this individual 3500a to more fully comply with the reporting requirements.